Event description:
It was reported that during a procedure, the disposable would not connect easily to the motor drive unit. Once the disposable handpiece was connected, the case was successfully completed with no patient consequences. The biomedical technician opines that the connection difficulty may be due to the nurses unfamiliarity with the unit.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.